Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), crohn's disease ("crohn's disease") and dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)") in a 34-year-old female patient who had essure (batch no. 58021, 42878) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pills. Past adverse reactions to the above products included weight increased with birth control pills. Concurrent conditions included ovarian cyst and anxiety attack. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced crohn's disease (seriousness criterion medically significant), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced incontinence ("incontinence") and uterine prolapse ("uterus prolapse / descending uterus"). In (B)(6) 2012, the patient experienced migraine ("migraines"), nausea ("nausea") and headache ("headaches"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), anxiety ("anxiety"), back pain ("lower back pain") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (vaginal hysterectomy, coloplasty, bilateral salpingectomy, right ovarian cystectomy and cystoscopy) and surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower and headache was resolving, the crohn's disease, dysmenorrhoea, fatigue, anxiety, back pain, procedural pain, nausea and adnexa uteri pain outcome was unknown and the dyspareunia, migraine, incontinence, uterine prolapse and female sexual dysfunction had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, anxiety, back pain, crohn's disease, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, incontinence, migraine, nausea, pelvic pain, procedural pain and uterine prolapse to be related to essure. The reporter commented: since having the surgery her symptoms are mostly resolved. Bilateral essure coils placed successfully. Umber of coils protruding into uterine cavity on the left side is: 2. Number of coils protruding into uterine cavity on the right side is: 2. Patient's pelvic pain persists but with decreased frequency. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2012: total bilateral occlusion, coils were in place. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs was received and the following information was provided: apareunia (inability to have sexual intercourse) was added as event; events outcome and lab data updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. In (B)(6) 2013, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), incontinence ("incontinence"), fatigue ("fatigue"), anxiety ("anxiety") and back pain ("lower back pain"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2013). Essure was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, migraine, incontinence, fatigue, anxiety, back pain and procedural pain outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, migraine, incontinence, fatigue, anxiety, back pain and procedural pain to be related to essure. The reporter commented: since having the surgery her symptoms are mostly resolved. Diagnostic results: on (B)(6) 2012: hysterosalpingogram was performed. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. A partial hysterectomy was performed to remove micro-inserts around 1 year after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 34-year-old female patient who had essure (batch no. 58021, 42878) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pills. Past adverse reactions to the above products included weight increased with birth control pills. Concurrent conditions included ovarian cyst and anxiety attack. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), fatigue ("fatigue"), nausea ("nausea"), headache ("headaches") and crohn's disease ("crohn's disease"). In (B)(6) 2013, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), incontinence ("incontinence"), anxiety ("anxiety"), back pain ("lower back pain"), uterine prolapse ("uterus prolapse") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (vaginal hysterectomy, coloplasty, bilateral salpingectomy, right ovarian cystectomy and cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had not resolved, the dysmenorrhoea, abdominal pain lower, migraine, fatigue, anxiety, back pain, procedural pain, nausea, headache, uterine prolapse, crohn's disease and adnexa uteri pain outcome was unknown and the dyspareunia and incontinence was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, anxiety, back pain, crohn's disease, dysmenorrhoea, dyspareunia, fatigue, headache, incontinence, migraine, nausea, pelvic pain, procedural pain and uterine prolapse to be related to essure. The reporter commented: since having the surgery her symptoms are mostly resolved.bilateral essure coils placed successfully. Umber of coils protruding into uterine cavity on the left side is: 2. Number of coils protruding into uterine cavity on the right side is: 2. Patient's pelvic pain persists but with decreased frequency. Diagnostic results: in (B)(6) 2012: hysterosalpingogram was performed. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were clubbed with previously reported events. Events nausea, headache, uterine prolapse, crohn's disease, adnexa uteri pain were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), crohn's disease ("crohn's disease") and dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)") in a 34-year-old female patient who had essure (batch no. 58021, 42878) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "slightly difficult insertion due to obscured ostia". The patient's previously administered products included for birth control: birth control pills. Past adverse reactions to the above products included weight increased with birth control pills. Concurrent conditions included ovarian cyst and anxiety attack. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In june 2012, the patient experienced crohn's disease (seriousness criterion medically significant), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In august 2012, the patient experienced incontinence ("incontinence") and uterine prolapse ("uterus prolapse / descending uterus"). In october 2012, the patient experienced migraine ("migraines"), nausea ("nausea") and headache ("headaches"). In june 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In august 2013, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), anxiety ("anxiety"), back pain ("lower back pain") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (tovaginal hysterectomy, coloplasty, bilateral salpingectomy, right ovarian cystectomy and cystoscopy) and surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower and headache was resolving, the crohn's disease, dysmenorrhoea, fatigue, anxiety, back pain, procedural pain, nausea and adnexa uteri pain outcome was unknown and the dyspareunia, migraine, incontinence, uterine prolapse and female sexual dysfunction had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, anxiety, back pain, crohn's disease, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, incontinence, migraine, nausea, pelvic pain, procedural pain and uterine prolapse to be related to essure. The reporter commented: since having the surgery her symptoms are mostly resolved.bilateral essure coils placed successfully. Umber of coils protruding into uterine cavity on the left side is: 2. Number of coils protruding into uterine cavity on the right side is: 2. Patient's pelvic pain persists but with decreased frequency. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2012: total bilateral occlusion, coils were in place. Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received. New event slightly difficult insertion due to obscured ostia was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. A partial hysterectomy was performed to remove micro-inserts around 1 year after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.